Event description:
During a dixon procedure, the knife did not cut the tissue completely when the device was fired. The surgeon did it by suture instead of stapling. No patient consequence. Extended or time about 1 hour.